Event description:
The patient¿s lead came through the skin and was revised. It was noted the device was used in an off label manner. The leads were placed under the skin, in the patient¿s head. Ins was placed in the upper right chest area. Additional information has been requested to obtain the outcome of this event. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Concomitant products: product ID 3888-45, lot# v155384, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead; product ID 3888-45, lot# v155384, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type extension; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type extension; product ID 3888-45, lot# v105542, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead; product ID 3888-45, lot# v079881, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead. (B)(4).